Manufacturer narrative:
(B)(4). The reported condition of as50 pump with error l000023 cannot be confirmed or duplicated as this facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.

Event description:
The facility reported an as50 pump which alarmed error l000023. This event occurred thirty minutes after initiation of infusion of intralipids and may have interrupted delivery. A spare pump was utilized as replacement. It is unknown if there was patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.